Manufacturer narrative:
Retracted leaflet. Through follow up with the healthcare provider, it was learned that the device was explanted due to mitral regurgitation and calcification with a retracted leaflet. Per the op report, this patient had mitral valve replacement in 2009 with the subject device. She had developed severe mitral regurgitation and on of the leaflets appeared to be entrapped by echocardiogram. The patient also had tricuspid insufficiency, requiring valve repair. Upon inspection of the prosthetic mitral valve, there was extensive scar formation over the sewing ring. All of the sewing ring and sutures were completely covered by a thick layer of fibrous scar tissue. There was a sheet of scar tissue going down onto one of the leaflets of the mitral valve holding the leaflets open and making it relatively immobile. The old prosthetic valve was removed and a new edwards valve was sutured in place. Postoperative tee demonstrated preserved ventricular function and mild tricuspid insufficiency. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the mitral regurgitation was likely caused by the calcification reported. The op report documents a sheet of scar tissue going down onto one of the valve leaflets, holding it open and making it relatively immobile. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years and 8 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.